Manufacturer narrative:
(B)(4).

Event description:
This lead is not capturing and it is suspected a lead integrity failure has occurred. Pacing threshold is off and there are no plans to revise the lead at this time. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.